Event description:
The patient tested his blood glucose on suspect device in am and took normal dosage of insulin. About 2 hours and 45 minutes later, he was not feeling well. His wife tested his blood glucose and it was 99 mg/dl. He was not acting like himself, so she called the paramedics. Fifteen minutes later the paramedics arrived and they tested his blood glucose and it was 46 mg/dl. He was given an IV and taken to the hospital. On the way to the hospital, he stopped breathing. The paramedics revived him. He was admitted to the hospital for 5 days.